Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been noticing abnormally large bolus amount recommendations when a bolus was requested. The customer's blood glucose (bg) level was not impacted, as the customer noted the large amount and did not deliver it, but instead performed an override to deliver a smaller amount. Review of pump data upload by tandem technical support revealed that the pump carbohydrate ratio settings had been changed from 1u:1.8 grams to 1u:8 grams. The contact stated that per the healthcare provider's (hcp) recommendation, the carbohydrate ratio setting was to be changed to 1u:8 grams and that the customer had likely mistakenly entered 1u:1.8 grams initially, then updated it to the correct setting on (B)(6) 2016.